Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the vitrectomy probe cut poorly. The probe could not aspirate properly. The probe was replaced and the procedure was completed. There was no patient impact. This is one of two reports received from the facility.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed non-conforming. The needle is bent approximately 45 degrees. Actuation testing was performed and deemed non-conforming. Aspiration testing was performed and deemed non-conforming. Aspiration bias closed testing was performed and deemed non-conforming. Cut testing was performed and deemed non-conforming. The inner cutter broke while trying to extract it from the bent needle; therefore, the degree of wear could not be determined. The complaint evaluation does confirm the probe had an aspiration and a cut issue. During evaluation it was found that the probe also had an actuation issue. The reason for the actuation, aspiration and cut issues is due to the needle being bent. A bent needle can cause a damaged inner cutter, or lead to a broken inner cutter like what was seen during evaluation, which can impede the movement of the cutter shaft, cause interference between the two components and result in actuation, aspiration and cut failures. How and when the probe needle became bent and cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the root cause cannot be determined by this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).